Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The situation described during peripheral catheterization, a failure occurred, and part of the catheter remained inside the left arm when it was removed. The presence of the fragment in the subcutaneous tissue was confirmed, and it was immediately removed. The patient required subsequent suturing. Reviewed the DHR of the complaint batch 25b14g8911, no abnormality observed during in-process and at final control inspection. No sample received but a photo was provided shows a used introcan certo g20 with the capillary tear off at mid way. The broken piece shows fresh blood in the capillary. As communicated in IFU, warning section stated that: do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. In the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. · do not use scissors or sharp instruments at or near the insertion site. Based on the picture provided, this complaint is confirmed. This defect is due to wrong handling where a possible reinsertion of the cannula had occur. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k020785.

Event description:
According to the event description: "during peripheral catheterization, a failure occurred, and part of the catheter remained inside the left arm when it was removed. The presence of the fragment in the subcutaneous tissue was confirmed, and it was immediately removed. The patient required subsequent suturing."